Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the electric pen drive had no movement and did not work at all was confirmed. An assessment was performed on the device and it was found the device will not run. It was further determined that the device failed symmetry with the hand switch. The assignable root cause was determined to be due to wear on components for normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the electric pen drive had no movement and did not work at all. It was reported that there was a ten minute delay due to the event as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.